Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the customer experienced difficulty connecting the usb cable into the usb port resulting in intermittent issues charging the pump battery. Blood glucose was not impacted. The customer reverted to an alternate method of insulin therapy.